Event description:
An (B)(6) female underwent evar (was also for repair for rupture of the right common iliac artery) on (B)(6) 2012. The patient's anatomical form was not suitable for the procedure; proximal neck angulation was more than 90 degrees. Although angulation was severe, the physician didn't select surgical operation but decided to perform the procedure since the patient was old, calcification was little and it was emergency due to rupture of the right common iliac artery. Since there was localized stenosis along the access route, pta (poba) was performed to insert the main body. (Sales rep says dissection of the right cia was confirmed during pta). Stent graft placement with one main body, two contralateral and one ipsilateral legs were completed without endoleak. After closing surgical incision, the physician noticed that the blood flow in both legs couldn't be confirmed. Angiography confirmed that occlusion occurred due to bent main body. Another manufacturer's large diameter stent was additionally placed to support the stent graft. After patency was confirmed, the procedure was completed. Ischemia in peripheral vessels has not been improved though blood flow of abdominal aorta returned to normal. Occlusion of peripheral vessels and shower embolism were reported as health damage.

Manufacturer narrative:
Patient and device codes: occlusion is labeled in the IFU. Event evaluation: still under investigation.